Event description:
It was reported that there was a leak in the patient line of a peritoneal dialysis (pd) set. This occurred during use. The technical service representative (tsr) advised the hp to start therapy over with new supplies. There was patient involvement; however, there was no serious injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device or any additional relevant information become available, a supplemental report will be submitted.